Manufacturer narrative:
A 13.2mm micl13.2 was implanted into the patient's left (os) eye on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and then replaced with a same size different diopter lens due to refractive surprise. The problem is resolved "patient could immediately tell that vision was much better." The surgeon reports hyperopic endpoint after correct calculation. Reportedly, "hyperopic refractive surprise. All calculations done as indicated. Implanted correct icl. Cyclo refraction showed +2.25 spherical with a dry refraction of +1.75 spherical os." H6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned with moisture in a vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Esubmitter software does not allow for blank/unk entry. Claim#: (B)(4).

Event description:
The reporter states a visian implantable collamer lens was implanted into the patient'seye. The surgeon reports a postop refraction of +2.25. Attempts to obtain additional information have not been successful.